Event description:
It was reported that the user experienced low blood glucose following elevated post-meal readings, during which the ilet delivered corrective insulin that appeared to overcorrect, leading to hypoglycemia; the user reported typical meals including pasta and was using a cd 23-inch infusion set. Symptoms included a blood glucose nadir of 56 mg/dl without loss of consciousness or other acute complications. Outcomes included temporary hypoglycemia lasting about 20 minutes that resolved with oral rapid-acting carbohydrates without outside assistance, backup therapy, ketone testing, or medical intervention, and glucose stabilized to 113 mg/dl at the time of contact. Investigation included review of device data and user report with troubleshooting and education provided. Investigation of this case revealed an unclear cause of hypoglycemia, with reported aggressive automated correction following post-prandial hyperglycemia and no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance